Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. Examination of returned device found no evidence of product non-conformance. Evaluation of the device indicated the presence of a wear patch on the acetabular cup, which is likely from general articulation against the femoral head. The head does appear to have two possible wear stripes, which may indicate adverse wear as a result of edge loading or subluxation of the components; however the majority of the surface was covered in a biological residue. The redlux measurements of the components indicate that this wear was relatively low. Such wear observations can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. In this instance, the inclination angle of the acetabular cup has been measured to have been below that stipulated in the surgical technique; the anteversion angle was within acceptable limits of the recommendation. The effects of the cup positioning may have been further exacerbated by the loading through the joint, which, considering that the patient's bmi indicates that he was obese, could be considered to have been excessive. The scratching and indentations on the bearing surfaces suggest that a third body was present, the source of which is unclear. Together with a possible breakdown in the lubrication of the articulation, these factors are likely to have been the source of the slightly elevated ion levels measured in the patient and a possible cause of the MRI and histology observations that were noted to suggest probable armd. The femoral taper surface of the femoral head was noted to be pristine, indicating that fretting had not occurred and the components were likely well-assembled during the primary surgery. This report is number 2 of 2 mdrs filed for the same event (reference 01825034-2013-05077-1 / 2015-04530).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Additional information received reported patient underwent an initial right total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised (B)(6) 2013 due to armd. During the procedure, a clear fluid-filled cavity and well-fixed stem were noted. All components were removed and replaced. Reported from (B)(6) laboratory.